Event description:
The ventilator was returned for repair due to the complaint of it alarming with every breath. There was no patient harm. However, in the repair evaluation, it was discovered that the ventilator woudl stop and not alarm.